Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV and rupture.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii/IV and rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: observed opening in patch/shell bond edge side assessed as unidentified (tear) opening (shell thickness within specification). Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: no other observations observed. No further actions are required as the device was implanted."

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii/IV, rupture, and hole, non-specific. Device has been explanted and replaced.